Event description:
Customer reported, the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos and gpos boards. System operates as intended.